Manufacturer narrative:
Despite requests from microline surgical, the associated product was not returned to msi for investigation within 30+ days. This complaint will be closed per pmf-q3-003. If the item is returned, the complaint record will be reopened and investigated.

Event description:
While operating in the abdominal cavity a burn on ovarian tissue was noticed by surgeons. They stated they had the disp. Scissor tip on the microline pistol handle in view at all times and didn't see it touch the tissue that appear to have the scorch mark on it. Instrument was marked and labeled as broken; placed back in the tray for processing. Processing center indicates that this was processed per procedure and passed all quality test of laparoscopic equipment.